Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple unidentified alarms. The customer declined to review the pump history to identify the alarm. The customer declined tandem technical support's offer to follow up. Blood glucose was 140 mg/dl.